Event description:
It was reported a volume discrepancy was found during a refill and that the patient had experienced increased/strong spasticity. The expected volume was 2ml while the actual volume was 20ml. The cause of the discrepancy was unknown and ¿all troubleshooting couldn¿t help us understanding the reason of the event¿. It was reported ¿during the revision¿; the health care provider (hcp) checked the connection by disconnecting the ¿pump-catheter¿ and reconnecting them. The hcp aspirated from the catheter and programmed a bolus in order to verify the drop of drug from the catheter access port; the drop was visible. The pump was to be replaced. The device system was used to deliver baclofen. It was then reported the pump had been found full, the hcp performed the refill (emptying it and refilling it with new drug). After the refill, the patient reported overdose symptoms, ¿but it was not possible to understand the reasons of the overdose. It was unclear if this information pertained to this event; additional information was requested to clarify if this pertained to this patient and this event. It was later reported a catheter dye study through the catheter access port with the catheter still connected to the pump had not been performed prior to the ¿revision.¿ the hcp didn¿t inform the manufacturer representative about the event until after the ¿revision¿ so the representative was unable to suggest performing non-invasive tests before opening the patient. It was also reported the hcp didn¿t use contrast but only aspirated after opening the pocket. In related to post-replacement, it was then reported ¿they kept to patient recovered to monitor¿ and that the patient was now fine. It was later confirmed the patient ¿seems to feel better.¿

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed sc connector indent in seal and occlusion.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.